Event description:
It was reported that the ventricular lead exhibited intermittent crosstalk and noise. The noise could not be reproduced with isometrics or positional testing. A possible insulation issue was suspected. Programming was changed to - not pace significantly in the ventricle -.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.